Manufacturer narrative:
Corrected data: d1 brand name - changed to polyaxial driver assy reform pedicle screw system d4 catalogue # - changed to c2609 h3 device evaluation - two drivers, c2609, were returned and visually examined with the aid of a 5x loop. The hexalobe tip of one of the drivers is intact but twisted; the other driver has suffered a fracture to the hexalobe tip consistent with prior failures documented in previous investigation for a similar product. No corrective action required as this is a custom design that would not be manufactured again without incorporating specific design updates found in 39-sp-0730 (ex. Mechanical lock to prevent unwanted loosening from implant). Review of device history records found six (6) pieces of this lot were released for distribution on 12/19/2016 with no deviation or anomalies. Two-year complaint history review found this to be the only report for this part number. This report is number 2 of 3 mdrs filed for the same event (reference 3005739886-2019-00006-1 / 00008-1).

Event description:
During a revision decompression procedure performed, on february 11, 2019, the tip of three reform drivers with mechanical lock (hxx-39-0001) broke off during insertion of three different 9.5 x 80mm reform polyaxial screws. The screws were removed and replaced utilizing another driver readily available. This resulted in a thirty (30) minute delay to the procedure. Upon receipt of complaint product it was identified that one (1) hxx-39-0001 reform driver with mechanical lock was received with a broken tip, and two (2) c2609 polyaxial driver assy reform pedicle screw system, one with a broken tip and one with a twisted tip were received.

Manufacturer narrative:
Occupation - other; sales representative. Device evaluation - device evaluation was not possible. Information provided indicates that the product will be returned but has not been received to date. Lot number identification was not provided; therefore, device history record review was not possible. The reported failure has been previously addressed and a new driver design/part number was released. Should the device be received, and investigation determine a different outcome, a follow-up medwatch report will be filed. This report is number 2 of 3 mdrs filed for the same event (reference 3005739886-2015-00006 / 00008).

Event description:
During a revision decompression procedure performed, on (B)(6) 2019, the tip of three reform drivers with mechanical lock (hxx-39-0001) broke off during insertion of three different 9.5 x 80mm reform polyaxial screws. The screws were removed and replaced utilizing another driver readily available. This resulted in a thirty (30) minute delay to the procedure.